Event description:
The product was used during a gastrectomy procedure. Reportedly, the instrument did not cut. The surgeon applied another instrument and resected the incomplete staple line to complete the procedure. The hosp has reported the pt's condition is satisfactory.